Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 825 mg/dl. Customer reported feeling thirsty and upset stomach as result of high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer treated high blood glucose with manual injection. The blood glucose during call was reported 333 mg/dl. Customer did the troubleshoot for the high readings. The pump well not be return for analysis.